Event description:
During a left middle cerebral artery aneurym procdure, when the subject device was remonved from a gateway catheter, it got streched and the coating was peeled off. The patient was reported in good condition.